Event description:
It was additionally reported that the onset date of the multi-organ failure was unknown. The multi-organ failure was due to non-ischemic cardiomyopathy. They presented with symptoms of uncontrollable blood pressure, delirium, and acidosis.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues reported or identified through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multi-organ failure. It was reported that the patient's outcome was not device or therapy related. The pump was not explanted and no autopsy was performed. The device parameters were within normal limits for the patient. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.